Event description:
It was reported that there was an overfill of anterior chamber with ophthalmic viscoelastic device (ovd) so there was resistance encountered during the insertion of intraocular lens (iol) into the patient's eye. The lens jammed in the wound and the lens was damaged on retrieval from the wound. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, as lens was not implanted. Section d6b: explant date: not applicable, as lens was not implanted. Section e1: initial reporter first & last name: unknown/not provided, as information was asked but it was not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information section d9: device available for evaluation: yes date returned to manufacturer: sept 19, 2023 section h3: device returned to manufacturer: yes device evaluation visual inspection reveal that the complaint handpiece was received with the plunger rod fully advanced, the cartridge tip stretched out of round and with stress marks considered within specification for a used handpiece, and the lens coated in viscoelastic residue. Inspection of the lens module reveal that no viscoelastic residue could be observed suggesting that there was not an excessive amount of ovd/bss used. However, viscoelastic residue could be observed to be distributed along the length of the cartridge, suggesting that an adequate amount of ovd/bss was used. The lens was cleaned and no issues with the lens could be observed. The handpiece was disassembled to inspect assembly, and no issues that could cause or contribute to the complaint issue could be identified. Conclusion: there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.